Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2016. Reportedly, effective stimulation was achieved following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's (united kingdom) ipg was deemed inoperable following a lead revision procedure on (B)(6)2016, (reference MFR. Report#:1627487-2016-06440). Subsequently, the patient underwent surgical intervention (B)(6) 2016 (exact date unknown) at which the ipg was explanted. The details of the procedure are unavailable at this time.

Manufacturer narrative:
(B)(4). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.